Event description:
It was reported that a physician attempted arteriotomy closure of a highly calcified and fibrous common femoral artery using a proglide device after a coronary interventional procedure. Reportedly, the knot was correctly pre-formed but during advancement of the knot, it could not be advanced up to the arterial wall as it was blocked (impossible to go down more); it was impossible to tighten the knot and to advance it. The knot was seen unraveled or not well formed. The guide wire was still in place during knot advancement. Another proglide was used to achieve hemostasis without issue. There were no adverse patient effects. The access site was calcified and fibrous. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and there was a knot formed approximately 6 inches from the rail end. The knot was locked; it appeared that the suture bight was cut to free the suture from the artery because it was locked. The body, plunger, cuffs, link and needle tip were not returned. Based on the investigation findings, the knot was locked confirming the reported event. Reportedly, the physician attempted arteriotomy closure of a highly calcified and fibrous common femoral artery. The instructions for use (IFU) states: the safety and effectiveness of the perclose proglide device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Whether this contributed to the reported difficulty is undetermined. The probable cause for a knot lock is when the operator inadvertently pulls the non-rail end when advancing the knot. The proglide instructions for use states: the rail suture limb is blue and is the suture limb that will be used to advance the knot. The non-rail suture limb is white. The cause for the knot lock has been determined to be most likely related to user error. Based on the investigation findings, the knot was locked, most likely because the operator inadvertently pulled the non-rail end when advancing the knot. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no incidents reported for difficult to position the knot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.